Manufacturer narrative:
Initial reporter address is (B)(6). (B)(4) captures the reportable event of handle break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the handle was broken. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address is (B)(6). Block h6: device code a0401 captures the reportable event of handle break. Block h10: visual inspection of the returned device found that the handle cannula was detached and did not return. Additionally, the working length was cut off, kinked and the sheath buckled. The side car rx was pushed back. The reported complaint is confirmed. Based on all available information, the screws do not have the suitable depth, the proper fastening was not given, so the force applied when activating the device causes the detachment of the handle cannula leaving drag marks of the screws on it. Therefore, the most probable root cause is manufacturing deficiency. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the handle was broken. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.